Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling device was used during a mid-urethral sling procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the shaft tip bent inside the patient. The procedure was completed with another solyx single incision sling device. There were no patient complications reported as a result of this event.